Event description:
Dealer states "battery charger started smoking and smelled of fire." (B)(4). No injury alleged.

Event description:
Dealer states "battery charger started smoking and smelled of fire." RMA # (B)(4). No injury alleged.

Manufacturer narrative:
(B)(4) issued MFR report #3004493922-2012-00222 with the manufacturer as invacare (B)(4). The correct manufacturer is invacare (B)(4). (B)(4) has been initiated for this issue. Model m41sr20b, serial number/date code (B)(4) is approximately 1 year and 1 month old. The owner's manual part number 1143206 rev g (feb-09) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers' age, height, and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown.

Manufacturer narrative:
(B)(4). Model m41sr20b, serial number/date code (B)(4) is approximately 1 year and 1 month old. The owner's manual part number 1143206 rev g (feb-09) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown.